Event description:
The customer reported that while running a hepatitis core assary, summit sample handler, did not pipette sample or diluent in well position a7 and no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.